Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported per core-lab image read for 24h post-procedure showed ich type was ph1.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the adverse event did not result in patient death or any additional medical or surgical interventions. The patient's mrs score at discharge on (B)(6) 2021 was 5. The patient's baseline nihss and mtici scores were 14 and 0 respectively, and post procedure these were 38 and 2b. The patient's first clot was located in the ica below the carotid t, and the second clot was in the m2 segment of the middle cerebral artery. The patient presented to the mechanical thrombectomy with symptoms of weakness of the face, arm, or leg, and trouble speaking or understanding.

Manufacturer narrative:
B5. Updated with additional information received. H6. Patient coding updated based on additional information received. Associated with device reported in rr#: 2029214-2021-00629. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported source document review showed that there was also intraventricular hemorrhage and sah with left predominance. Documentation from on (B)(6) 2021 also reported that "in angio CT; there is evidence of predominately calcified plaque in the left lca bulb, generating stenosis of less than 50%." And in other place of the transmitted source document stated" doppler of neck vessels 4/30: fibrous calcified plaque in right internal carotid artery generating stenosis of 50%". It was unclear if this was a possible adverse event or a pre-existing patient condition.

Manufacturer narrative:
Patient date of birth - only the year of patient's birth was reported. Therefore, only the year of the reported patient date-of-birth in this record is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that 24-hour post-procedure following a procedure in which a solitaire and a react-68 catheter were used without issue, computed tomography (CT) revealed radiographic hematoma occupying 30% or more of the infarcted tissue with mass effect with 6mm midline shift (ph2) and intraventricular hemorrhage. The patient had neurological deterioration greater than or equal to 4 points from baseline nihss. It was unknown if any additional medical and surgical treatment was required.